Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419588 lead; 694758 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing on stored electrogram. The lead remains in use. No patient complications have been reported as a result of this event.